Event description:
Event description guidant received information that this device was unable to be programmed. The patient, who was lost to follow-up, was admitted to the hospital due to a syncopal event. The patient was in normal sinus rhythm with first degree av block. This device has been implanted for 160.9 months (13.4 years) with an estimated longevity of 72 months (6 years).